Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was noted that in 2012 the patient had a dorsal column stimulator placement, which failed - information indicated the patient may still be implanted with a dcs as during pre-op the battery site was verified. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.